Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to fluid loss. Upon explant, the physician found a hole at the stress relief point between the kink resistant tubing and the reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to fluid loss. Upon explant, the physician found a hole at the stress relief point between the kink resistant tubing and the reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Corrected h10 additional MFR narrative. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump did not pass activation testing. The cylinders were visually inspected, and leak tested. Cylinder 1 outer tube had holes/cuts from a sharp instrument in the middle of the cylinder. Cylinder 1 passed the leak test and pressure test. Cylinder 2 passed visual inspection and the leak test. The reservoir krt was split into two segments near the strain relief. The suture embedded within the tubing was still attached and was partially unwound. Under a microscope, the edge geometry at the breakage site was jagged and consistent with fatigue. The reservoir krt leaked fluid at the site of the tubing breakage. Based on the information available and analysis results, the reported clinical event of inflation issues, fluid loss, and a hole were unable to be confirmed. However, it can be concluded that pump not passing activation testing was the most probable cause of the complaint and the cause was traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to fluid loss. Upon explant, the physician found a hole at the stress relief point between the kink resistant tubing and the reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump did not pass deflation testing or activation testing. The cylinders were visually inspected, and leak tested. Cylinder 1 outer tube had holes/cuts from a sharp instrument in the middle of the cylinder. Cylinder 1 passed the leak test and pressure test. Cylinder 2 passed visual inspection and the leak test. The reservoir krt was split into two segments near the strain relief. The suture embedded within the tubing was still attached and was partially unwound. Under a microscope, the edge geometry at the breakage site was jagged and consistent with fatigue. The reservoir krt leaked fluid at the site of the tubing breakage. Based on the information available and analysis results, the reported clinical event of inflation issues, fluid loss, and a hole were unable to be confirmed. However, it can be concluded that pump not passing the deflation and activation tests were the most probable cause of the complaint and the cause was traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to fluid loss. Upon explant, the physician found a hole at the stress relief point between the kink resistant tubing and the reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.